Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02725. It was reported the patient experienced an uncomfortable heating sensation while charging her ipg. She reported the heating caused irritation and itchiness of her skin on one occasion. She stated she uses the charging pouch but has a hard time getting the charging antenna in the right spot. The sjm representative advised the patient of charging precautions. A new le charging system was sent to the patient. Follow-up indicated the new charger resolved the pocket heating issue. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.